Manufacturer narrative:
No pump errors 130, or 43 were noted during testing. Unit was unable to prime during prime/seat test. Prime anomaly was due to moisture damage on home motor switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors and insulin flow block alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and insulin pump did pass it. No harm requiring medical intervention was reported. The device was returned for analysis.